Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve in the native annulus, the mean g radient was 32.3 millimeters of mercury (mmhg). The valve was implanted at a depth of 7 mm on the non-coronary cusp (ncc) and 5.5 mm on the left coronary cusp (lcc). One day after implant, the mean gradient was 11.1 mmhg. Approximately four years following the implant of this valve, the patient presented to the four-year post-operative follow-up appointment with complaints of shortness of breath and blood-tinged sputum. The mean gradient was measured at 49 mmhg. Due to the patient's significant hemodynamic changes across the valve, a computed tomography morphology was performed to further assess. Leaflet thickening on the bioprosthetic valve identified and diagnosed as leaflet calcification/degeneration. No evidence of thrombus was identified on the valve. The valve was explanted and replaced with a surgical aortic valve, approximately four years and one month following implant. No additional adverse patient effects were reported.

Manufacturer narrative:
Conclusion: a conclusion is not yet available as the analysis is in progress. Product analysis: the product has been returned for analysis. A supplemental report will be filed upon completion of the analysis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, the device was received inside a heart valve return kit. The valve was submerged in clear 0.2% glutaraldehyde solution. A long green multifilament suture remained attached to the outflow crown of the frame. The suture was removed for the visual evaluation. Visual evaluation of returned device showed that all leaflets appeared tan. Severe extrinsic calcification nodules were observed on the outflow and inflow of all leaflets. Calcification nodules observed on the inferior coaptive areas of all leaflets. The calcification appeared to restrict leaflet mobility. Commissures 1 and 3 appeared intact. Calcification was noted on commissure 2. All leaflets appeared partially closed. Host tissue was identified on the returned device. From the inflow, thick glistening off-white pannus observed along the crown tips extending up to the luminal surface of the valve. Remnants of off-white pannus were noted on the outflow crown and valve skirt. Radiography revealed calcification on all leaflets of the valve. The device history record (DHR) for the valve with serial number (B)(6) was reviewed. The findings showed that this device met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Conclusion: high gradient increase over time could possibly be caused by a variety of factors, such as valve related (degeneration, thrombus, or calcification) or non-valve related factors (left ventricular outflow tract (lvot) obstruction, patient pressures, left ventricle dysfunction, or valve position). No echocardiogram images were received for review. In this case, it was reported that leaflet thickening on the bioprosthetic valve identified and diagnosed as leaflet calcification/degeneration. Four years, and one month, following the valve implant, the valve was explanted, and the valve had significant calcification deposits on the leaflets. Per the analysis of the explanted valve, the reported calcification was confirmed, and pannus was also noted. Although a conclusive root cause to the calcification and pannus could not be determined, these are known potential failure modes for bioprosthethic valves and largely dependent on patient condition. It is known that calcification formation may lead to decreased leaflet mobility leading to valve stenosis and high gradient, which might have occurred in this event. Updated h6 - eval code method, eval code result and eval code conclusion correction a1 - pt. Identifier medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received which indicated that at the time of this event, the patient had presented to the emergency department. The patient was admitted to the hospital for acute on chronic heart failure and acute kidney injury (aki). As reported, it was unknown if these were related to the valve itself. A left bundle branch block (lbbb) was also identified. One day later, an atrial fibrillation occurred which required cardioversion to sinus tachycardia in the 110 beats per minute range. Intravenous therapy (IV) lasix was started the following day for increased hypoxia. This was discontinued one day later with being weaned from oxygen. The patient seemed relatively euvolemic with ongoing elevated creatine and acute aki subsequently resolved. A pre-operative coronary angiogram identified no coronary artery disease. In addition to the valve replacement a left atrial appendage ligation was also to be performed. Five days following the valve replacement the event was considered resolved. No additional adverse patient effects were reported. Updated data: b6, h6 annex e, annex f. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.